Event description:
It was reported during routine device change-out, externalized conductors were observed on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.